Manufacturer narrative:
Concomitant medical products: dtma1d4 crt-d, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) triggered due to non-sustained ventricular tachycardia episodes and sensing integrity counter (sic). Two days later, an alert for rv bipolar and rv tip to rv coil impedance triggered. A lead fracture was suspected and the rv lead was partially explanted and replaced. No patient complications have been reported as a result of this event.